Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue. It was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced in the patient and gripper orientation was performed. It was noticed that the posterior gripper would not react to any action of the gripper lever. The cds was removed and replaced. The procedure was complete with the mr reduced to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (single gripper actuation issue) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the device analysis, a cause of the reported difficult to open or close (gripper actuation ¿ single) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.